Event description:
A distributor contacted stryker to report that their device did not power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. The device was still able to be powered on using the on/off button. Stryker determined the cause of the reported issue to be a faulty reed switch sw5. The customer received a replacement device and this device was archived by stryker.

Event description:
A distributor contacted stryker to report that their device did not power on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.